Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. No button error alarmed during testing. No moisture damage found on the electronics, motor, battery tube and vibrator. The pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 87 mg/dl. The customer stated that there was a button error on the pump and he was not able to clear it. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.